Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion set and site. The customer's blood glucose level was in the high 400 mg/dl range. The customer disconnected from the pump and used insulin injections/pens for diabetes management.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.